Manufacturer narrative:
H3: the device was returned to the repair center and scrapped. An evaluation of the device was not performed. Based on the results of the investigation a definitive root cause cannot be identified. A device history review could not be performed as a valid serial number was not provided. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, there was image interference when using the camera head in combination with an esg-400 generator. This issue was found during an unspecified procedure. After changing the camera head, the problem did not recur. There were no reports of patient harm.